Event description:
It was reported that after the initial surgery, patient had pain, swelling, went to rehab, did therapy and walked with a cane. Patient had a revision of left knee on (B)(6) 2012 and continues to experience pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: a review indicated the #3/11 ps poly was changed for a #3/16 ps poly with excellent stability. [¿] there is no examination of the explanted components and no x-rays beyond the (B)(6) 2011 films available for review. The revision to a thicker insert for flexion instability apparently improved the clinical situation. Further workup of persistent discomfort in both knees is not documented beyond (B)(6) 2014. There is no evidence of factors of faulty prosthetic design, manufacturing, or materials being responsible for this clinical situation. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other evens for the reported lot ID. Conclusions: the investigation concluded that the thickening the insert corrected the instability. There is no evidence of factors of faulty prosthetic design, manufacturing, or materials being responsible for this clinical situation. The additional product was added to the complaint after the initial medwatch was submitted. The 5515-f-301 triathlon ps fem component, cemented dxyn, 5520-b-300 triathlon prim tib baseplate - cemented bsfd, 61979010 simplex p - us tobra fd 10-pk mlr077, 5551-g-299 triathlon asymmetric x3 patella d607.

Event description:
Patient reported that her left knee is swollen the size of a grapefruit. She still walks with a cane and time to time she falls to the point where she sprained her ankle as a result of her week knee.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.